Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a portion of the touchscreen became unresponsive. Reportedly, the button "2" on the unlock screen is not responding to presses. Customer had elevated blood glucose levels (350 mg/dl). Customer delivered manual injections to stabilize blood glucose levels. In addition, it was reported that the customer received a malfunction code stopping all insulin deliveries. It was indicated that the customer has back up manual injections for continued insulin therapy.